Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: service needed alert when infusion started. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for pneumatic valve leak failures. Device displayed a red pump service alarm after start up. Infusions could not be run due to this alarm. Log files were reviewed and found multiple valve 2 leak failures. The device was opened to inspect for internal damage and to test the pneumatics system. Damage was identified on the retaining plate near the lever arm. The pneumatics system passed recharge testing but failed to pass hardware testing, displaying a valve 2 leak failure and a valve 4 leak failure. The installed manifold block was swapped out with an engineering manifold block to confirm that the compressor was not faulty. The pneumatics system was able to pass recharge testing but failed again during hardware testing, this time displaying a ipc leak failure. The ipc rear housing, o-ring, tubing and compression spring were replaced during investigation. The device was able to pass hardware testing with the engineering manifold block and the new components installed.